Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported implant "MRI shows a leak". Device remains implanted.

Event description:
Healthcare professional reported implant "MRI shows a leak". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, g1, h6.